Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2014 to (B)(6) 2015 for birth control. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urticaria ("hives"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with paracetamol (tylenol regular) and surgery (total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, allergy to metals and weight increased outcome was unknown, the urticaria had not resolved and the alopecia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: back pain eased up about 6 weeks after hysterectomy but I have now been diagnosed with bone spurs of the lumbar spine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - case updated as incident. New event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hives, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, nickel allergy, pain, rashes, skin conditions, weight gain, abdominal pain" were added. New reporter was added. Event 'severe injuries' was deleted. Product explant date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain severe and persistent pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal, multi gravida, parity 3 and abortion. Previously administered products included for an unreported indication: zofran. Concurrent conditions included obesity, tubal ligation, coughing, ear pain, chills, fever, cyst, acute bronchitis, tobacco user, diarrhea, uterine bleeding, asthma, flank pain, post coital bleeding, stress urinary incontinence, urine incontinence, uterine fibroids, paraesthesia lower limb, menstruation abnormal, nabothian cyst and upper respiratory tract infection. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2014 to (B)(6) 2015 for birth control as well as benzonatate, bupropion hydrochloride (bupropion hcl), cetirizine hydrochloride, dextromethorphan hydrobromide;doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil), ibuprofen, naproxen sodium;pseudoephedrine hydrochloride (aleve-d sinus & cold), ondansetron hydrochloride (zofran) and salbutamol (albuterol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/I was bleeding 20 to 25 days a month"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urticaria ("hives/randomly all over my body/rashes or skin conditions type: hives/allergy or hypersensitivity reactions type:hives"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vertebral osteophyte ("bone spurs of the lumbar spine") and loss of personal independence in daily activities ("literally could not function like that"). The patient was treated with paracetamol (tylenol regular) and surgery (total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, allergy to metals, weight increased, vertebral osteophyte and loss of personal independence in daily activities outcome was unknown, the urticaria was resolving and the alopecia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage, vertebral osteophyte and weight increased to be related to essure. The reporter commented: back pain eased up about 6 weeks after hysterectomy but I have now been diagnosed with bone spurs of the lumbar spine. Approximate weight at the time of essure placement app. 175-195 lbs. Total of 3 trailing coils were noted on this side. Attention was then turned to the right with an identical easy insertion of the essure insert. There was 1 trailing coil on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed blockage total bilateral occlusion. Ultrasound pelvis - in (B)(6) 2016: uterine fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache, abdominal pain, nickel allergy, back pain, hives and pelvic pain. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received. Onset date of event were added. Medical history, lab data and concomitant drug were added. Event : bone spurs of the lumbar spine added. Event verbatim were updated as pain/pain severe and persistent pain, hives/randomly all over my body. Outcome of the event hives updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.